Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 500 mg/dl. Customer said hat the cannula was bent. Customer was experiencing abdominal pain. Customer treated their high blood glucose with insulin pump. It had been noticed that the customer re-uses reservoir and did not took note of the time when it was last replaced. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose event. Insulin pump will not be returned for analysis.